Manufacturer narrative:
It was noted that the insulin pump was received with the end cap broken off, a cracked battery tube thread, a cracked reservoir tube lip, a missing motor, and minor scratches on the display window. They were unable to perform the displacement test due to the missing motor.

Event description:
The customer reported via phone call that he got his insulin pump caught in the car door and it broke into pieces. Customer stated that the pump may have slipped out and got caught on something on his truck. Customer's blood glucose was high at 186 mg/dl the last time he checked. Customer was advised to disconnect from the pump. Customer stated that the pump broke into 3 pieces. Customer stated that the top of the reservoir and the casing are damaged. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the insulin pump will need to be replaced.